Event description:
Customer reported the insulin pump alarmed motor error during basal. Customer did not know blood glucose level. Customer did not recall any significant events that many have cause the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test and motor test. The device was unable to prime during prime test due to faulty force sensor resistor. Minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.